Manufacturer narrative:
Product 694758 lead implanted: (B)(6) 2008; 5076-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing infection. The entire system was explanted. No further patient complications have been reported as a result of this event.